Event description:
It was reported that during a da vinci si prostatectomy procedure, arcing was observed at the tip of the monopolar curved scissors instrument. When the instrument was removed from the patient, a small hole was noticed on the tip cover accessory that was installed on the mcs instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed a hole on the tip cover wall, approximately 0.04 in diameter. A slight burn mark was found on the edge of the hole wall. Orientation of the hole opening confirms energy leakage from the scissor blades.